Event description:
Related manufacturer reference number: 2017865-2023-02399 and 2017865-2023-02408. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed intermittent sensing on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) during an arrhythmia. During a follow up clinic visit it was reported that the patient had passed away due to unknown causes.